Event description:
It was reported that the set o2 concentration value (%45) did not match the measured value (%39) and that the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported alarms for o2-concentration low were not reproduced during test of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
Manufacturer ref. #: (B)(4).